Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately two (2) weeks after placement due to infection.

Event description:
On (B)(6) 2011 a doctor reported that a patient lost a sybronpro tl implant approximately two (2) weeks after placement due to infection.